Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the distal common bile duct of a patient on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis (diagnosis date is unknown) secondary to a cholecystectomy (procedure date is unknown). On (B)(6) 2011, liver function tests were recorded. On (B)(6) 2011, baseline biliary obstructive symptoms were assessed and included right upper quadrant pain and pale stools. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was not performed prior to this procedure; however a sphincterotomy was performed during the study stent placement procedure. A 10 mm x 60 mm metal stent was deployed in satisfactory position across the stricture. The patient was treated as an outpatient and was discharged. On (B)(6) 2011, approximately one day post the study stent placement procedure, the patient experienced an event of post-ercp (endoscopic retrograde cholangiopancreatography) pancreatitis and was admitted into the hospital. The patient presented with a moderate increase in his right upper quadrant pain along with nausea and vomiting. His symptoms included a recurrence of cholangitis, sepsis, pancreatitis and bleeding requiring transfusion. The patient was treated medically. On (B)(6) 2011, the event resolved and the patient was discharged. The relationship between the event and the study stent was originally reported to be "unrelated", per the investigator. However, this was assessed as "related" to the study device by the independent medical reviewer (imr) as the "pancreatitis occurred one day after stent placement."

Manufacturer narrative:
Patient identifier: (B)(4). Patient code (B)(4) (inflammation) relates to the patient event of post-ercp pancreatitis. Study: (B)(4). Foreign: (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.